Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer reported complaint that the permanent cautery hook instrument stopped moving. When the pch instrument was placed and driven on an in-house system, the pch instrument passed the recognition and engagement tests. The pch instrument moved intuitively with full range of motion in all directions. No functional testing was performed due to the additional failures. There was no problem detected for the customer reported complaint. The pch instrument was also found to have thermal damage on the monopolar yaw pulley at the weld. The thermal damage is visible near the yaw cable; however, the cable does not exhibit any physical or thermal damage. The thermal damage did not prevent the pch instrument from articulating properly. The root cause of the yaw pulley thermal damage at the weld is attributed to device design. The ear of the distal clevis was removed to inspect the conductor wire. The conductor wire was found to broken on the distal end at the weld. The breakage appears to be caused by thermal damage, which is indicative of arcing. The cable is completely broken, and the pch instrument failed the electrical continuity test. The root cause for the broken conductor wire is attributed to device design. Further visual inspection found the conductor cap to be thermally damaged. One edge of the conductor cap exhibited charring and melting; however, no pieces were missing. The root cause for the thermal damage on the conductor cap is attributed to a component failure. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the permanent cautery hook instrument (part# 470183-14/lot# n10181219 0017) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 6 remaining usable lives with no subsequent use recorded. This complaint is being reported because the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted pancreatectomy - distal surgical procedure, the permanent cautery hook instrument stopped moving. A similar backup instrument was used to proceed with the surgical task. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.